Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Complaint investigation did not find objective evidence indicating a product problem, thus the complaint is unconfirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2023 the point-of-contact (poc) for this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) contacted fresenius customer support for assistance terminating the patient¿s treatment. The poc stated the patient was being taken to the hospital by emergency medical services for high blood pressure (hypertension). Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the emergency room on (B)(6) 2023 with nausea, vomiting, chest pain and hypertension. The patient¿s chest pain and elevated blood pressure were reportedly due to the patient¿s back pain and failing to take the proper medication (specifics not provided) prior to the serious adverse events¿ occurrence. The patient was reportedly treated for the hypertension, nausea, and vomiting (specifics not provided) and was released <24 hours later. The patient was not formally admitted, nor were any changes made to the patient¿s ccpd prescription. The patient reportedly continues to undergo ccpd utilizing the same liberty select cycler and has recovered from the serious adverse events.

Event description:
On (B)(6) 2023, the point-of-contact (poc) for this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) contacted fresenius customer support for assistance terminating the patient¿s treatment. The poc stated the patient was being taken to the hospital by emergency medical services for high blood pressure (hypertension). Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the emergency room on (B)(6) 2023 with nausea, vomiting, chest pain and hypertension. The patient¿s chest pain and elevated blood pressure were reportedly due to the patient¿s back pain and failing to take the proper medication (specifics not provided) prior to the serious adverse events¿ occurrence. The patient was reportedly treated for the hypertension, nausea, and vomiting (specifics not provided) and was released <24 hours later. The patient was not formally admitted, nor were any changes made to the patient¿s ccpd prescription. The patient reportedly continues to undergo ccpd utilizing the same liberty select cycler and has recovered from the serious adverse events.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: based on the available information, the patient¿s liberty select cycler can be disassociated from having a causal or contributory role in the serious adverse events experienced by the patient. There is no allegation or objective evidence indicating a serious injury, patient death, or other serious adverse event(s) related to a fresenius device(s) and/or product(s) occurred warranting further investigation. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations or manufacturers¿ specifications.